Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was very meandering. Flush was given when transform was taken out from the dispenser hoop, the entire system was flushed with an 80% saline-contrast mixture, it is unknown if there was resistance when the gw was inserted or if there was friction/resistance felt at the hub of the guiding catheter, after the gw was inserted, the entire system was flushed, and saline-contrast mixture confirmed it was flowed. It is unknown if a 1cc syringe was used to inflate the balloon in the body. There were no abnormalities noted such as air, leaks, or poor expansion when the balloon was expanded outside the body. A transend ex 14 guidewire was used with the device. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿ balloon failed to inflate¿ and ¿balloon burst/ruptured during use¿.

Event description:
It was reported that prior procedure, the inflation test of the subject balloon could be confirmed without any problem. However, at the time of use in the patient¿s body, the balloon inflation could not be confirmed. After removal, the wire was replaced and inflation test was performed, nevertheless the inflation could not be confirmed. The rupture of the subject balloon was confirmed. There were no clinical consequences reported due to the event. No further information is available.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that prior procedure, the inflation test of the subject balloon could be confirmed without any problem. However, at the time of use in the patient¿s body, the balloon inflation could not be confirmed. After removal, the wire was replaced and inflation test was performed, nevertheless the inflation could not be confirmed. The rupture of the subject balloon was confirmed. There were no clinical consequences reported due to the event. No further information is available